Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 520 mg/dl, which he treated with a syringe. Customer stated he was not getting insulin from the insulin pump. His symptoms included excessive thirst and loss of appetite. The customer contacted his healthcare provider for his high blood glucose. He stated he had an appointment with his healthcare provider in the following week and would perform troubleshooting at that point. Nothing further reported.